Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. At the on site visit by our field service engineer hospital equipment department staff had already replaced the nozzles and unit was tested and in working condition. The information from this complaint indicates that, the pm kit and nozzles have not been replaced since its installation in 2017. According to the user¿s manual for servo-I rev. 06, and service manual for servo-I rev. 10 preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. During the replacement process, no additional faults were detected, and no further ventilator malfunctions have been reported in addition to the replaced nozzle. Both nozzle and the ventilator are functioning as per their specifications and design. Additionally, no other deviations or ventilator malfunctions have been associated with this complaint.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).